Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Company representative reported via e-mail that the user was unable to push insulin through the tubing. It was stated that the reservoir and infusion set were disconnected and reconnected and insulin would still not exit. The reservoir was disconnected and attached to a different infusion set but the user was still unable to prime. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The product will be returned for analysis.